Event description:
It was reported that a home patient experienced a connection issue between the supply bag and supply line. This occurred during dwell one of peritoneal dialysis therapy. The caregiver stated that the supply bag had become disconnected from the supply line while the patient was connected. The technical service representative assisted in ending therapy and advised that the patient start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.